Event description:
It was reported that although the air vent of the balloon catheter (subject device) was done as per directions for use (dfu), air did not exit completely. Therefore, it was changed the new same one and the operation was succeeded. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and there were no visual anomalies noted to the balloon or balloon catheter. A demonstration 0.014¿ guidewire was advanced through the balloon catheter however resistance was experienced due to solidified contrast within the inner lumen. An attempt was made to remove the contrast however it was unable to be removed. The balloon catheter shaft was cut towards the distal end to facilitate inflation of the balloon. When the balloon was inflated it held its shape and it also deflated without any difficulty therefore, a root cause of not confirmed has been assigned to the event.

Event description:
It was reported that although the air vent of the balloon catheter (subject device) was done as per directions for use (dfu), air did not exit completely. Therefore, it was changed the new same one and the operation was succeeded. There was no patient involvement.